Manufacturer narrative:
H10: (B)(4) actual sample was received for evaluation; the other (B)(4) samples were not returned and therefore, could not be evaluated. A visual inspection with the naked eye was performed to the returned sample with no issues noted. The length of the minicap was measured and the result was within product specification. Leak testing was also performed with no issues noted. No additional defect was identified during analysis. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) minicaps had a connection issue with the transfer set; further described as ¿the minicap was too long and not tight." This occurred during use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.